Event description:
It was reported that the patient¿s device alerted and they presented to the hospital. Upon interrogation the right ventricular (rv) lead had high impedance on both the rv coil and pace/sense conductors and increased sensing integrity count (sic). Lead fracture is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert and impedance on the rv (right ventricular) and svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 1583 ventricular sensing integrity counts (sic); vt-ns episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv coil impedance spiked to 234 ohms, up from a trend in the 30-40 ohm range. On (B)(6) 2015, svc coil impedance spiked to 197 ohms, up from a trend in the 40-50 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more vt-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days. Rv pacing impedance spiked to 2394 ohms on (B)(6) 2015 and 4047 ohms on (B)(6) 2015, up from a trend in the 700 -800 ohm range.